Manufacturer narrative:
Significant glare and/or halos and secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event following icl implantation. H3: device evaluation is not required. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient was dissatisfied and experienced night glares/haloes and blurred vision. In a separate visit the lens was explanted. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
B5:a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced night glares/haloes and blurred vision. In a separate visit the lens was explanted and the problem was resolved. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Therefore, there is not enough safety and effectiveness data to support implantation in this patient category. Claim: (B)(4).